Event description:
Reportedly, the tablet remains blocked while the memories are being loaded into aïda.the doctor must end the session and interrogate the box again.

Event description:
Reportedly, the tablet remains blocked while the memories are being loaded into aïda. The doctor must end the session and interrogate the box again.

Manufacturer narrative:
The issue reported in the complaint is not confirmed upon subject product return, the tablet communicates normally with the inductive wand and as well in bluetooth with our reference alizea, without freezing, nor any blockage. Software analysis of the recorded data will be handled to find the root cause of the reported issue.

Manufacturer narrative:
The issue reported in the complaint is not confirmed upon subject product return, the tablet communicates normally with the inductive wand and as well in bluetooth with our reference alizea, without freezing, nor any blockage. Software analysis of the recorded data will be handled to find the rootcause of the reported issue. Analysis of the returned suspected device did not permit to confirm the issue reported. The tablet communicates normally inductively as in bluetooth with our reference alizea, without freezing, nor any blockage. Without more details in the complaint, we cannot find an explanation for the reported problem. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the tablet remains blocked while the memories are being loaded into aïda.the doctor must end the session and interrogate the box again.